Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a peripheral biopsy and navigation procedure, the ultrasonic probe tip broke off. The procedure was completed without the mini probe. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the insertion sheath was broken and torn as if twisted. It was also confirmed the fracture surface of the broken portion was not flat. There was no damage in the insertion sheath except for the broken part. Based on the results of the investigation, and since the broken part seemed to have been threaded, it is presumed that the inner blade could not be driven normally when an impact was applied to the distal end sheath, and that the inside of the sheath was entrained, resulting in twisting. The event can be detected/prevented by following the instructions for use which state: "freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasonic waves are emitted into the patient. Never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it. Do not attempt probe rotation while the ultrasonic probe is advanced abruptly. This could result in image flow and impeded or cause irregular rotation." Olympus will continue to monitor field performance for this device.